Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4, b.5, d.6a, g.2,

Event description:
Patient reported right side rupture. Healthcare professional reported capsular contracture baker grade ii. The device remains implanted.

Event description:
Device has been explanted.